Event description:
It was reported that the pump check clutch/plunger lever errors during occlusion testing was experienced.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: event problem and evaluation codes: updates not required., corrected data: g5

Manufacturer narrative:
Other, other text: b5: additional information received on 29-aug-2022 via email and attached to complaint object: date of the event: 02/23/2022; the event did not occur during patient use; the event did not result in patient harm; medical intervention was not required; the outcome of the event is resolved. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. Updated software per procedure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: d4: correction: model number: 3500. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions.